Manufacturer narrative:
(B)(4). This lot was manufactured january 30, 2015 to january 31, 2015. Visual inspection showed no signs of physical abnormality. A functional flow rate test was performed and the results were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.